Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level reached 400 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) without needing third-party assistance. Technical support confirmed the cartridge alarm and guided the customer through filling the tubing and resuming insulin, after which the customer did not experience another cartridge alarm. The customer was advised to follow up if the issue reoccurred.